Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 153 mg/dl at the time of the call. The customer was given glucose solution and food to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a baby 8 months prior to the call, and a week later had the low event. The customer had 2 other low incidents in the summer and one on the day of the call, where paramedics had to treat them. The insulin pump will not be returned for analysis.